Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent low blood glucose (bg) readings on freestyle libre 3+ (fsl3+) despite having eaten. The lowest reported blood glucose (bg) was 62 mg/dl. Fingerstick confirmed bg at 144 mg/dl, and shortly after, sensor reading rose from ¿low¿ to 155 mg/dl. Resolution: confirmed sensor lag rather than true hypoglycemia. No symptoms reported by the user during the event, and no medical intervention required at the time of call.